Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak, and a tear was observed on the silicone valve inside the clip introducer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of observed tear cannot be determined. The reported leak appears to be a cascading effect of the observed tear in the silicon valve. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4 and tethered leaflets. An xtw clip (30906r1016) was inserted into the steerable guide catheter (sgc), but a leak was observed on the flush port of the sgc. The cds was removed, and aspiration was performed. After removal of the cds, it was observed the clip introducer was damaged. The sgc continued to be used and another xtw was inserted and deployed without issues, reducing mr to a grade of 1. To further reduce mr, a third xtw clip (30906r1060) was inserted, but difficulties occurred while grasping and capturing the leaflets. Therefore, the clip was removed, and procedure was discontinued. Mr remained at a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.